Event description:
Reportedly, at a scheduled follow-up the right ventricular (rv) lead showed artefacts which led to oversensing on the rv channel. The reporter suspected the beginning of a rv lead fracture and planned the extraction of the lead. The subject ICD will be also explanted and returned for analysis.

Event description:
Reportedly, at a scheduled follow-up the right ventricular (rv) lead showed artefacts which led to oversensing on the rv channel. The reporter suspected the beginning of a rv lead fracture and planned the extraction of the lead. The subject ICD will be also explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, at a scheduled follow-up the right ventricular (rv) lead showed artefacts which led to oversensing on the rv channel. The reporter suspected the beginning of a rv lead fracture and planned the extraction of the lead. The subject ICD will be also explanted and returned for analysis.